Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the tip continued to occlude, even after flushing. The tip was replaced and the procedure was completed. There was no patient harm or medical intervention reported.

Manufacturer narrative:
Additional information provided. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A visual inspection of the phaco tip was performed and the tip was deemed conforming, except for visual wear from being used. The tip bevel has minor wear at the bottom of the bevel from its use. The tip threads and flange have wear from its use. The phaco tip was flushed with fluid and the inside diameter and aspiration bypass hole had a good fluid pathway. The complaint evaluation cannot confirm the phaco tip had any obstruction. The phaco tip met specification. The root cause for why the phaco tip became occluded during the surgery according to the complaint cannot be determined from this evaluation. The phaco tip did not have a fault condition prior to using. No specific action with regard to this complaint was taken for the complaint issue based on the phaco tip meeting specification. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).